Manufacturer narrative:
Date of event: (b)6) 2018. Date of report: 11sept2019. The customer was seeking part number only. The customer was provided part numbers only. The gas delivery system (gds) assembly was returned for evaluation. The reported condition was verified, the airflow sensor drift caused unit to pass out of specified range. Replacement of u1/u2 combination of airflow sensor subsystem resulted in the unit passing all testing. Root cause failure determined to be fault in u1 of airflow subsystem. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that during testing, the ventilator air flow off-set was 0.9 liters per minute (lpm). There was no patient involvement.